Manufacturer narrative:
Device investigation summary ¿ it was not possible to determine the coloration / rust on the returned instruments. Therefore the parts were sent to the material science and testing department for further analysis. The instruments showed discoloration inside the holder. The zipfix application instrument was examined by light microscopy and the discolorations were analyzed in a scanning electron microscope (sem) under use of energy dispersive x-ray spectroscopy (eds). The macroscopic assessment showed a brownish, flaked substance in the edges of the holder-parts where different pieces of the instruments are to be assembled. The substance seems to be more of unknown residues, than classical corrosion. Another one of the application instruments for the zipfix instruments was disassembled for further investigation. A brownish substance was visible on the entire surface where the various pieces are assembled together, inclusive of the used screws. The discoloration / residue were restricted to the splitting zones of the parts. The discolorations/residues also formed sharp lines which is atypical for corrosion / rust. One piece that contained discoloration / residue was cleaned slightly with ethanol and showed almost no residue. At higher magnification in the sem were no classic signs of corrosion or corrosion products visible. On two positions an alternate cleaning test was performed and even at higher magnification there was almost no residue visible. There were also no signs of corrosion visible on the surface. The surface sensitive eds measurements of the discoloration / residue revealed a high carbon (c) as well as a significant fluor (f) amount beside the elements of the used stainless steel. The same measurement was performed after cleaning the surface with ethanol. There was no significant difference measurable between reference and antecedent contaminated area. As a result of all complied data compared with the fact that, the used synthes maintenance ore synthes special oil which is recommended for the service of the instruments, contain a significant amount of fluor, it is highly likely that the discoloration / residue in question were decomposed oil residues which got out of the splitting zones by moisture expansion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site:(B)(4). Manufacturing date: september 01, 2011. No non-conformacne reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was rust found on the surface of three (3) zipfix application instruments. No patient involvement. This is report 1 of 3 for (B)(4).